Event description:
The manufacturer received a voluntary medwatch (mw5175634) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient developed a severely infected mouth, esophagus, and throat infection, allegedly from using the dreamstation auto CPAP device, resulting in hospitalization and ongoing medical care. Additionally, the patient reported " I have been using the c-pap for several years and was not informed about the recall and no one has ever contact me about it. I was called on a regular basis in 2019 and 2020 if I needed supplies for my c-pap but never received an information about a recall." The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.